Manufacturer narrative:
The controller was returned for evaluation. The reported event was confirmed via functional testing. Failure analysis of the returned device revealed that the controller passed visual examination but failed functional testing due to a "controller fault" alarm. The controller was able to start and run a motor fixture, however, the power and flow values were not displaying as expected. Internal inspection of the controller did not reveal any damage that may be related to the reported event. Log file analysis revealed a controller fault alarm of type sys_uic_dataflash_fail on 02/20/2017. The type of controller fault alarm that was triggered indicates that a data-flash memory corruption had occurred in the user interface controller (uic), which is the main integrated chip responsible for the operations of the controller. The controller's calibration values, which are utilized to calculate the power accurately were lost, and resulted in the inability of the controller to estimate flow. The most likely root cause of the reported event can be attributed to a corruption of the user interface controller's data flash memory. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was at hospital for routine visit when the ventricular assist device (vad) coordinator changed the rpm from 2800 to 2900rpm. Some seconds after that the controller alarmed and gave of a medium alarm - "controller fault." The vad coordinator called manufacturer to ask for assistance. It was stated that the vad coordinator sent in log files for analysis and they confirmed a controller fault - a sys_uic_dataflash_fail. The clinical engineer (ce) recommended to check the data cable connection and advised to restart the controller to reset the alarm. Minutes later the vad coordinator called again to inform the ce about the exchange of the controller as during reboot of the controller an alarm sounded and the system only started with default settings on 2500rpm. It was stated that the vad coordinator is asking for an investigation of the controller involved. It was stated that the patient tolerated the situation well and had no issues with the controller exchange stated by the vad coordinator. No additional information available.